Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm on a unknown date. It was reported that a left limb occlusion occurred approximately 2 years post index procedure. The left limb occlusion was treated by a thrombo-embolectomy and stent implantation at the aortic bifurcation. It was reported that the event was resolved. The physician reported the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: the cause of the events could not be determined from the films provided. The anatomy at implant is unknown, and earlier follow-up were not available for review. Review of a 3d/CT film report from ~6 years post-implant revealed that the current aaa diameter measured 87mm. The bifurcate was positioned just below the lowest left renal artery, and there was contrast seen outside the proximal stent graft due to incomplete radial opposition to the aorta; however, unable to determine if contrast from a proximal type I endoleak was within the sac. The proximal neck was short, conical-shaped and angulated. The neck diameter ranged from 29 ¿ 34mm along the 10mm length neck, and the infrarenal angulation measured ~60 deg a-p. The bifurcate ipsi limb on the left side was positioned down into the right common iliac artery. The contra limb appeared to have been implanted higher then normal into the gate; the proximal end of the contra limb was positioned 33mm below the left renal (~20mm above the flow divider). The cause of the left limb occlusion could not be determined from the films provided. The devices were currently patent with no observed limb thrombus, and no stent graft kinks or compression was seen. As the reported occlusion was resolved following a thromboembolectomy and stent implantation at the aortic bifurcation 2014, it is possible that the occlusion may have been caused by a small diameter aortic bifurcation. The occlusion may also have been caused by a patient condition: poor distal runoff or an unknown coagulopathy. If information is provided in the future, a supplemental report will be issued.